Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a nurse stuck herself with a bd ultra-fine¿ ii short needle insulin syringe 3/10 cc 31 g x 8 mm (5/16 in) before use because the needle was through the protective cap. There was no report of medical intervention.

Manufacturer narrative:
Lot number updated- 6060505.

Manufacturer narrative:
Results: customer returned a photo of a syringe. The attached photo was examined and exhibited the cannula through the shield. An actual sample was not returned for evaluation. A review of the device history record was completed for batch# 6060505. There was one notification for defect found during production for needle through the shield." Conclusion: - manufacturing process: needle was bent during the shielding process and was not detected at the pim, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.